Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was explanted due to advisory. No additional adverse patient effects were reported.